Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a physician reported that the lens had both haptics firmly adherent to the optic after implantation. The iol would not center due to this. He used forceps to peel off one haptic in the bag, and the iol had to be dialed 3/4 of the way out of the bag for the second haptic to be peeled off. This caused the procedure to be prolonged. A suture was required to close the incision. The intraocular pressure increased postoperatively and the patient was treated with topical medications.